Event description:
During an iliac angioplasty treatment procedure, the ultrathin diamond high pressure pta balloon exhibited a slow deflation time. The procedure was successfully completed without patient complications. Patient status is reported as 'fine'.